Manufacturer narrative:
Based upon the info rec'd and the visual examination, it was confirmed that the instrument's reset button "would not stay activated" during surgery. The instrument's endcap was observed to have been welded excessively to the handle which may have caused the reported incident. Co strives to understand each incident as it occurs in an effort to continuously improve co's products. The assemble location has been informed of this incident.

Event description:
The device was used during a diagnostic laparoscopy. Prior to the start of the case the scrub tech tried to activate the device. Either the trocar would not stay activated or the safety shield would not retract. Another device was opened to complete the case. There was no consequence to the pt.